Event description:
The device is part of a recall population and was found to fail a self test.

Manufacturer narrative:
(B)(4). Currently pending device eval. Device manufactured date is january 2008.